Event description:
Info rec'd indicates the bed will not go into trendelenburg or reverse trendelenburg when the switch is pressed.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.